Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that freezes and crashes of the programmer application were experienced during testing both on the programmer analyzer and through the device. The programmer remains in use. Troubleshooting is ongoing. There was no patient involvement.